Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope eyepiece came loose and fell off. The issue occurred during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twenty (20) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that eyepiece damage could be occurred due to improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.